Manufacturer narrative:
Analysis revealed an abrasion through the outer insulation, exposing the sensing cables. This would cause the reported noise and deliver inappropriate therapies when in contact with the ICD can. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
Patient received inappropriate therapies due to noise. The lead was explanted. Damaged lead was observed.